Manufacturer narrative:
Date of initial report: 07/24/2009. The return of the incident sample has been requested. To date it has not been received for evaluation. Repeated attempts have been made to contact the surgeon with additional questions. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the percutaneous microwave ablation of a lung metastasis, the tip detached from the antenna, possibly due to patient coughing during placement of the antenna in the lesion. The patient continued to cough throughout the procedure frequently. When the antenna was withdrawn, it was noted that the tip had remained in the patient. According to the doctors, it poses no immediate threat to the patient and therefore, a surgical removal of the tip had not been scheduled as of this report.